Event description:
Patient reported left side "rupture" diagnosed via MRI and ultrasound, and "cancer" which is not device related. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.